Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative urine hcg results vs serum test. Customer reporting on one patient, morning urine initially tested weak positive; in 5 minutes, second urine tested negative and third urine in 10-15 minutes tested strong positive. All tests were read at 3 minutes timed with wall clock. Same day serum was tested positive (quant =56.3 miu/ml) by lab analyzer. Patient is (B)(6); no medication history provided. Last menstrual period about 2 weeks ago. Final diagnosis was pregnant.